Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had black looking grease coming out of the working channel. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the user reported event was not confirmed. Additionally, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the black grease looking stuff was found in the middle of a diagnostic endoscopy. The device malfunction occurred during the procedure when the user went to take biopsy sample. The scope was switched, and maybe caused a three-to-four-minute delay. The scope was sent to be cleaned where it passed the leak test and was reprocessed before being sent out for repair. The procedure was completed with no other issues.